Event description:
It was reported that there were no tachycardia episodes recorded on the device printout, but there were three supraventricular tachycardia (svt) episodes. The svt episodes were not included as they did not have ventricular tachycardia or ventricular fibrillation therapies withheld. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.